Manufacturer narrative:
Evaluation summary: received 1 opened 2.8mm db angled hp2 slit knife in a labeled blister . The returned open sample was examined per facility procedure and was determined to be visually nonconforming due to damaged tip (curled) and damaged cutting edges. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. Damage to the tip and cutting edge of the blade like that observed can result in a complaint "knife - blunt" as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. Due to a trend in the number dull blade complaints, an investigation has been initiated to identify if further actions are warranted. Complaints continue to be monitored and reviewed for any significant trends.

Manufacturer narrative:
Sample in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. No further information will be provided. (B)(4).

Event description:
A healthcare professional reported that a blunt knife was noted upon making the first incision during surgery. An alternate knife had to be obtained in order to continue. Patient impact information is unknown. Prior to the surgery, the knives stayed inside the blister. No further information will be provided.